Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr 803. The device is available for eval, though has not been returned as of this report.

Event description:
In this event it was reported that the tip of a distal end cutter separated; the separated tip was retrieved and no injury resulted.